Manufacturer narrative:
A philips product support engineer (pse) evaluated the logs and confirmed the device did not malfunction. The audit log shows that abp alarms were generated as yellow alarms and were acknowledged by the user. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the pressure alarms were configured as yellow alarms and not red, which resulted in the patient death. The staff does not respond to yellow alarms due to the volume of alarms the unit receives. It was determined the patient was paced at 60bpm and the monitor measured the qrs when patient was in pea. The specific alarm that was alleged to not be functioning was the arterial invasive blood pressure. The alarm setting was found on two monitors, but it remains unknown how this configuration was applied. The configuration was reviewed, revealing the extended alarms (red alarms) were never turned on unless this was manually changed at the customer site.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.